Event description:
The product burning her skin,burn got worse [thermal burn]. She had a bubble [blister]. Her skin was black [skin discolouration]. It was the pain form the burn [pain]. Case description: this is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) , from an unspecified date at unknown dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient reported the product burning her skin. She went to the ER because her skin was black and she had a bubble. She was given aloe and an antibiotic, but even after she put the antibiotic on, the burn got worse. She also got 2 injections for her pain level. At the beginning she thought she had the flu but it was not the flu, it was the pain form the burn. She could not work because she could not put on tight close. Events were occurred on an unspecified date. Event burn was not resolved. Other events outcome was unknown. Therapeutic measures were taken as a result of the reported events. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burn, blister, skin discoloration, and pain as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burn, blister, skin discoloration, and pain as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown.

Event description:
Event verbatim [preferred term] . The product burning her skin,burn got worse/she had a bubble/it was the pain form the burn [burns second degree], her skin was black [skin discolouration]. Narrative: this is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age started to use thermacare heatwrap (thermacare lower back & hip), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient reported the product burning her skin. She went to the ER because her skin was black and she had a bubble. She was given aloe and an antibiotic, but even after she put the antibiotic on, the burn got worse. She also got 2 injections for her pain level. At the beginning she thought she had the flu but it was not the flu, it was the pain form the burn. She could not work because she could not put on tight close. Events were occurred on an unspecified date. Therapeutic measures were taken as a result of the reported events. The outcome of the event "the product burning her skin,burn got worse/she had a bubble/it was the pain form the burn" was not resolved, of the other event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. Site sample status was not received. Follow-up (17apr2020): new information received from the product quality complaint group included investigational results. Follow-up attempts are completed. No further information is expected. Comment: based on the information provided, the events burn blister, skin discoloration as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and events cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.